Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative spoke to the customer over the phone and learned that the device was found to be functioning properly when it was evaluated by the facility biomedical engineer within an hour of the event. The biomedical engineer was advised to re-seat all connections in the control panel and continue to monitor. Through additional follow-up communication with the biomedical engineer at a later date, livanova (B)(4) learned that the device was opened and all connections were re-seated and verified to be adequately connected. The customer reported that the unit has been functioning correctly and the issue has not been reproduced since the original event. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the touchscreen of the centrifugal pump 5 (cp5) became unresponsive to touch during setup. There was no patient involvement.